Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received information on how to reset pump, successfully reset it, and did not experience recurring malfunction, and support advised customer to continue using pump and to call back if malfunction code appeared again.